Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) states: note the product use by (expiration) date specified on the package. It is likely the IFU deviation of device expiration issue contributed to the event. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Device code 2017 - use after expiration. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H3 other text : the stent remains in patient.

Event description:
It was reported that the procedure was to treat a diagonal artery. A 2.50x08mm xience sierra stent was implanted at the lesion. It was only after the implantation did the physician realize that the stent implant had expired on (B)(6) 2019. The patient is fine. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.